Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: >63 cfu, bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2025, sampling from: all channels, cfu: <80cfu, bacterial identification: cellulosimicrobium. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 9cfu, bacterial identification: cellulosimicrobium. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: 4 cfu, bacterial identification: micrococcus luteus/lylae. Sampling date: (B)(6) 2025, sampling from: operator channel, cfu: <1cfu, bacterial identification: n/a. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 50-100k colony forming units (cfus) of klebsiella pneumoniae pneumonia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.